Manufacturer narrative:
This report is submitted on march 3, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of electrode array into the outer ear canal (date not reported). The device was explanted on (B)(6) 2022, and the patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 22, 2022.